Event description:
It was reported that the customer received a button error alarm. It was stated that the pump was not responding and the issue was not resolved by changing the battery. The customer's blood glucose was 7 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker, and bleeding display glass.